Event description:
It was reported that during deep brain stimulation surgery on (B)(6) 10, "pt had no reaction after punctured the right side". It was stated that blood was found on top and/or inside the lead, as well as "dirt" on the end of the lead. Surgeon examined the lead and found damage on the top. Another lead was used to finish the operation.

Manufacturer narrative:
(B)(4). The lead model 3387, lot#: 0203590796 has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.